Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's insulin pump got wet. It was stated the pump was then submerged in rice to prevent damage. The patient's blood glucose was 180 mg/dl. The insulin pump began to vibrate in the absence of an alarm or alert and a constant tone was occurring. It was advised that the customer discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Insulin pump was received with blank display due to corroded electronic assembly. No beep or vibration noted. Insulin pump had moisture damaged on motor. Unable to perform functional testings including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests due to blank display. Insulin pump had peeling address and serial number label, minor scratched lcd window, cracked reservoir tube lip and missing end cap sticker.